Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint of "cable damage." The instrument was not found to have any loose, frayed or broken cable. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. There was no damage found to the conductor wire. The root cause of thermal damage between the instrument grips (bipolar yaw pulley) is typically attributed to the misuse/mishandling, most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during a da vinci-assisted chest onco-surgery surgical procedure, the maryland bipolar forceps (mbf) instrument was found to have a damaged cable. A backup instrument was used. The procedure was completed with no reported injury.